Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during visual inspection, it was noted that there were two battery compartment cracks: one above the bumper pad and one below the bumper pad. There was no damage observed on the keypad. All buttons were responsive to user input. The keypad malfunction was unable to be duplicated. A leak test was performed and failed indicating a battery compartment leak. The device was opened and there was no further moisture observed within the device. The keypad was removed and all the button contacts were free of contamination.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive and that there was moisture present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.